Event description:
According to the reporter, during the right hemicolectomy procedure, at the resection of the anus side ,the surgeon fully fired the reload ,however the firing was slightly hard. Then, at functional side-to-side anastomosis, the surgeon opened the insertion port by the electro surgical knife and tried to fire reload , however could not fully fire the device and the staple line was incomplete. The physician opened the jaws and removed the device from the tissue. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection of the cartridge noted that the reload was fully fired. Microscopic examination of the reload observed damaged to the cutting edge of the knife blade. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.